Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient¿s implantable neurostimulator (ins) wouldn¿t be returned for analysis as it was discarded by the account. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) indicated for failed back surgery syndrome. It was reported that the ins would show on with the lightning bolt, and then the patient would lose stimulation suddenly and the ins would show off with no lightning bolt. This happened about a half dozen times in the last year. The patient didn¿t recall the exact dates but it hadn¿t happened in some time. The patient was having the ins replaced on (B)(6) for an elective replacement indicator (eri) that seemed correct relative to the implant date and there were no allegations against the longevity of the ins.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative reporting that the patient's weight was unknown.